Manufacturer narrative:
Corrected data: b5.

Event description:
Healthcare professional additional reported grade iii for the capsular contracture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: not observed through visual inspection. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contraction". Later healthcare professional confirmed "baker grade as iii". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contraction". Later healthcare professional confirmed "baker grade as iii". This record is for the left side. Device remains implanted. Unknown if device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contraction". Later healthcare professional confirmed "baker grade as iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contraction". This record is for the left side. Device remains implanted. Unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted. Unknown if device will be returned.